Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cap was missing from the patient line of the cassette. The event was reported during prime on the homechoice (hc). The technical service representative (tsr) had the caregiver (cg) close the clamps and removed the cassette. The tsr advised the cg to start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.